Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the patient felt their device in their body was going up in power on its own. They put the stimulation down a few times with the handset and yet it seems to go up in strength. They have not experienced any falls or trauma around the time this started. The patient went to their urologist because they started having a return of symptoms about a month ago. When they get up to go to the bathroom they start leaking. The patient checked for a uti but was clear of that. The patient stated the stimulation can feel uncomfortable, "like it's a poker." Last night their stimulation got so strong when they were lying in bed. The handset numbers are not increasing when this happens but the patient was feeling the sensation. When they press on the wires they feel a tingling sensation. The patient stated their dog sleeps next to them but then stopped when this started happening. Once they turned the device down, the dog did end up sleeping next to them again. Patient services (ps) reviewed option to turn stim off to see if uncomfortable stimulation increase stops. Patient turned stim off and reports no longer feeling stim at the wires. Ps recommended having system checked out at doctor's office. Ps reviewed option to try another program as well, but encouraged the patient to get the system checked and to continue keeping a diary of when this occurs to report back to doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gj49 serial# implanted: explanted: product type lead b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported a continuation of the same issue. Pt stated they feel the stimulation in their butthole and it makes them feel like they have to go poop and that their is a "poker up there." Pt also mentioned continuing to have incontinence. Pt confirmed this is the same issue as already reported. Pt stated they spoke to the doctor before they initially called in but has not spoken to the doctor since. Pt is concerned a wire has moved. Pt tried turning stim off completely and then back on again and states it's better but it's still bothersome. Pt services showed pt how to switch programs. After switching pt confirmed stim is now comfortable and in the bike seat area.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2gj49 serial# implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.